Event description:
Groshong catheter had been inserted 2004 for chemotherapy. While patient was hospitalized in about 1 1/2 months later, a wire was noted to be extruding from the tip of the catheter. It was unknown what type of wire this was. A surgeon removed the wire. The groshong appeared clean but there was a question of sterility. The wire had been emanating from the groshong catheter. The surgeon noted that this was not a guide wire, the wire is not anything the surgeon had ever seen before. A chest x-ray confirmed there was no fragments of wire within the vascular system. The plan had been to remove the groshong catheter anyway, and place a peripheral port for additional chemotherapy. The groshong was removed and the subclavian tract was packed with 1/4 inch nugauze. The patient tolerated the procedure well. There have been no known patient complications associated with this event.